Event description:
Patient's one touch basic enhanced meter was reported to give inaccurate low readings. Medical affairs specialist spoke with the patient's family member provided additional information. Family member stated that they had noticed low readings on the meter for about a week. During troubleshooting, it was discovered that the patient was keeping a "few test strips" outside of the vial, and that patient's test strips were expired. During the week that patient was getting low readings, patient did not experience any symptoms. They called their doctor and went in for a check-up. Their blood glucose level at the hospital was "over 400" mg/dl. Patient's family member was not sure of the details of the visit with the doctor. Unknown what treatment patient received. At that time, patient was only taking oral medications at home. Family member further stated that later (date unknown), patient visited dr. For "other reasons" and had to be admitted to the hospital due to high blood glucose levels and had to have their leg amputated. Family member was not aware of any details regarding the hospital visit as well. The patient currently was still in the hospital receiving physician therapy. Post patient's release from the hospital, patient will be placed on an insulin regimen. No further clinical information was provided.